Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose (bg) of 600mg/dl with nausea ,vomiting, and symptoms of dehydration. During troubleshooting, customer support found that the basal delivery totals in tdd do not match active basal program total, and there is no known cause for variation. The patient was treated with IV fluids and remains hospitalized. This complaint is being reported as the patient experienced hyperglycemia related to the inaccurate delivery.

Manufacturer narrative:
Follow-up #1 date of submission 11/15/2016-device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2016 with the following findings: evaluation revealed that the black box shows a replace battery alarm on (B)(6) 2016 04:45; deliveries resumed at 08:43. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).